Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation and deflation issues, it was reported air in the device. The ipp was explanted and replaced. There were no patient complications reported.